Event description:
Caller states patient tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 5.7 inr. Caller treated patient with an oral dose of vitamin k based on meter result. Patient's coumadin dose was also held for two days. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
This is a case report received by baxter (B)(4) from a pharmacist regarding a solution administration set that disconnected at the level of the chamber. The reported stated that the disconnection occurred just above the chamber. There is no clinical consequence for the patient. The reported issue was observed once the infusion started. The set has been replaced by another one. No additional information is available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.